Event description:
Information received with the return of the device does not address the patient's clinical status but notes that during the implant procedure, there was no atrial stimulation in either unipolar or bipolar configurations.